Manufacturer narrative:
(B)(4). An investigation is in process. A follow-up report will be submitted when the investigation is complete.

Manufacturer narrative:
(B)(4) refer to results of investigation below. Field service representative (fsr) resolved the customer's issue by adjusting the probe wash cup flow for all the probes because the volume was too low. Also, the system logs revealed that sid (B)(6) did show some abnormalities during the aspiration and dispense for the ict tests but did not trigger the clot detection threshold which generates an error code message. The pressure monitoring system collects and processed real-time data by measuring the fluidic pressure at specific points in time throughout the sample aspiration and dispense cycles. If the sample pressure readings are outside the established threshold range, then the sample is rejected causing a pressure monitoring error to be generated. Many different variables may be encountered upon each sample aspiration such as possible clots, micro-clots, fibrin throughout the sample, adhering to the probe, partially covering the probe opening upon aspiration, possible bubbles of varying sizes and location, etc. The threshold ranges are strict enough to detect the vast majority of unacceptable samples and yet not so strict as to require only "perfect" samples to be acceptable. Product labeling in the ict sample diluent package insert and the architect system operations manual are sufficient with regard to ict module use and maintenance and replacement, calibration and control requirements, imprecision claims and troubleshooting the customer's issue. A review of complaints from (B)(4) 2011 through (B)(4) 2011 did not identify an adverse trend related to the customer's issue. A review of quality metrics did not identify an adverse trend in conjunction with the ict module or the probe wash cup water flow rate. Based on the available information, a deficiency could not be identified. The fsr resolved the customer's issue by adjusting the probe wash cup flow. The pressure monitoring log revealed that sid (B)(6) did show some abnormalities during the aspiration and dispense for the ict tests but did not trigger the clot detection threshold which generates an error code message.

Event description:
The customer stated discrepant potassium results were generated on the architect c8000 analyzer. A patient specimen generated an initial elevated result of 6.1 mmol/l and upon repeat, the result was within normal range with a value of 4.8 mmol/l. The result of 4.8 mmol/l was verified to be correct on their alternate architect analyzer. No impact to patient management was reported.